Manufacturer narrative:
(B)(4). Investigation results: although the sample was not received for evaluation, the reported condition was confirmed based on visual inspection of the mammography image provided showing the broken tip in the patient¿s breast. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. The manufacturing procedures require verification of the condition of material prior to use in the production of each needle. Personnel are required to perform several visual, dimensional, and functional tests on each needle prior to releasing the product. A review of the internal production records for the lot number involved could not be performed as lot number information was not available. The most probable root cause could not be determined, as neither the sample nor lot number information was available and as during review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel or manufacturing method to the reported condition. The manufacturing plant will continue to monitor this issue to identify any adverse trends and/or actions needed.

Event description:
On (B)(6) 2014, customer ((B)(6)) reported that a patient came in complaining of pain in her breast.  An x-ray showed that the patient had the tip of a tt186 needle remaining in her breast. The tip of the tt186 needle broke off and was left inside the patient's breast during a procedure that was performed in september 2012. On (B)(6) 2014, customer ((B)(6)) indicated that the patient confirmed she has not had any other biopsies performed since then and will be having the tip of the needle removed during removal of a mass in her breast. The lot number is unknown. On (B)(6) 2014, customer (B)(6) indicated that in september 2012, the patient came in for a biopsy of a nodule in one of her breasts. Three core samples were obtained without issue. The customer indicated that the hospital's report does not indicate there was anything abnormal about the procedure or that the physician noticed the tip was broken. On (B)(6) 2014, the patient came to the facility for a routine, scheduled outpatient mammogram visit for follow-up of the nodule. It was at this time that the patient complained of soreness in her breast and the broken needle tip was noted on the mammography image. Per (B)(6), the piece is about 1cm long. The patient and physician will discuss whether wire localization of the nodule is necessary. If it is decided that the patient will have this performed, it is at that time that the broken needle tip may be removed since they will already be in the area. The patient was sent home in stable condition after her routine mammogram was done. Customer (B)(6) also provided the following additional details: the same needle was used to obtain the three core samples and no coaxial introducer was used. The radiologist used the same needle track and entry point to obtain the three core samples. This is per the hospital's protocol. Customer (B)(6) does not know if a fourth core sample attempt was made or if the radiologist noted anything was amiss after removing the needle. No further information is available. (B)(6). The tip will not be available for evaluation.